Event description:
It was reported that an alert triggered for high right ventricular (rv) defibrillation coil impedance on the rv lead. The high voltage trends showed that they have been variable. Follow-up was performed and it was found that follow-up will continue with the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).